Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the left main bronchus during a bronchoscopic balloon dilation procedure to treat bronchial stenosis performed on (B)(6) 2025. During the procedure, bronchoscopic balloon dilatation was performed 10 minutes after ablation, and the balloon burst when it was filled to its maximum diameter. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: the patient's specific date of birth is unknown; however, it was reported that the patient was born on 1953. (B)(6). Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results: the returned cre pulmonary dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problem but was not able to hold pressure due to pinholes in the balloon, located approximately at 51 mm from the tip of the device. Microscopic evaluation found the balloon had pinholes. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The returned device was inflated without any problem however it was not able to hold pressure due to pinholes located approximately 51 mm from the tip of the device. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. It is possible that the pinhole found on the balloon occurred due to procedural factors such as excess pressure or interaction with other devices, or anatomical factors. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of balloon burst was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
A2: the patient's specific date of birth is unknown; however, it was reported that the patient was born on 1953. E1: initial reporter facility name is (B)(6). It is reported here as initial reporter facility name exceeded the character limit for the designated field. H6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the left main bronchus during a bronchoscopic balloon dilation procedure to treat bronchial stenosis performed on (B)(6) 2025. During the procedure, bronchoscopic balloon dilatation was performed 10 minutes after ablation, and the balloon burst when it was filled to its maximum diameter. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.